Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01068 / 01070).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states,"material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01068 / 01070).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient alleges tissue/bone destruction, pain, swelling, inflammation, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. Patient was revised (B)(6) 2011. No further information has been provided to date. Operative notes confirm the patient was revised due to dislocation. Dark tissue staining was noted during the revision procedure. The modular head, acetabular cup, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of tissue/bone destruction, pain, swelling, inflammation, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.